Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they received no delivery multiple times. The customer was assisted with no delivery troubleshooting. Customer's blood glucose level was 19mmol/l at the time of the incident. The customer stated that they were reporting a past event and that the issue was resolved by changing infusion set and reservoir. The product will not be returned for analysis.